Event description:
It was reported to philips that a pin on the battery pca broke off. There was no patient involvement.

Event description:
It was reported to philips that a pin on the battery pca broke off. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, it was verified that there was a broken pin on the battery pca that required replacement. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the battery pca. The battery pca was replaced and the device was deemed fit for use. The device remains at the customer site. No further investigation or action is warranted.